Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that two days ago, the customer's blood glucose was 411 mg/dl in the morning when he was waking up. Customer stated that he had infusion set site issues and was able to treat for the high blood glucose. Customer confirmed that he was rotating his sites and will call to troubleshoot as needed.